Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was near at end of service. The patient underwent an ipg replacement procedure and doing well post operatively.

Event description:
It was reported that the patients ipg was near at end of service. The patient underwent an ipg replacement procedure and doing well post operatively. Additional information received that the explanted device will not be returned due to hospital policy.